Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site. The device is working properly.

Manufacturer narrative:
Additional information was received that the patient was explanted. The patient is doing well following the explant procedure. Additional suspect medical device component involved in the event: model#:sc-2352-50 serial#:(B)(4) description:linear 3-4 lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site. The device is working properly.